Event description:
It was reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to activate the screen. The issue did not result in blood glucose levels exceeding 500 mg/dl or dropping below 54 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer decided to continue using the current pump, and a replacement pump was arranged since the original was out of warranty.